Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 4 months post implant of composix e/x mesh, patient was diagnosed with bowel perforation, bacterial infection, fistula, abscess, adhesions and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists fistula and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with abdominal wall desmoid tumor thereby underwent open repair with the implant of composix e/x. Per operative notes, ¿the tumor was dissected down. A composix e/x mesh was placed into the abdominal wall.¿ (B)(6) 2017 - patient was diagnosed with chronically infected abdominal mesh with abscess and enterocutaneous fistula thereby underwent repair with removal of infected mesh. Per operative notes, ¿there was extensive adherence of the small intestinal loops to the bowel as well as area of perforation versus fistulization between the small bowel loops and portion of the mesh. The mesh was excised.¿ attorney alleges that the patient had abscess, bowel obstruction, bowel perforation, bowel removal, infection, pain and emotional injuries.